Event description:
Allegations of mixed connective tissue disease, atypical connective tissue disease, atypical rheumatic syndrome, atypical neurologic disease system, polyneuropathies, rheumatoid arthritis, sjogren's syndrome, nonspecific auto-immune condition, polyarthritis, myalgias, neuropsychiatric symptom, peripheral neuropathy, chronic fatigue, alopecia, sleep disturbances, dizziness, chronic imflammatory response, breast infections, disfirgurement, impairment of the immune system, complex surgical procedures, loss of concentration syndrome, silicone implant disease.